Event description:
Pt states that the humalog kwick pens are malfunctioning. Approx 4 pens allow the dose to be dialed but then unable to press "button" to deliver the medication. Dose, frequency & route used: inject 20 units with breakfast, 20 units with lunch, and 24 units with dinner up to 70 units daily. Therapy dates: (B)(6) 2009 - present.